Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost effective stimulation due to high impedance. A company representative attempted to troubleshoot the issue with reprogramming but was unsuccessful. Surgical intervention may be pending to address this issue.